Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer continued using the pump and was advised to call back if the malfunction reoccurred.